Event description:
According to the reporter, during pancreaticoduodenectomy procedure for the treatment around the pancreatic head, after output, the tissue dissection of the jaw region was poor, and it was released slightly forcefully. When the jaw region was observed, the electrodes were peeled off on both jaws. The device adhered to the tissue due to the accumulation of eschar tissue. The pieces did not fall in the patient's body. The device was connected to the generator with software version 4.0. Replaced with another device, and it worked fine. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 ((B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during pancreaticoduodenectomy procedure for the treatment around the pancreatic head, after output, the tissue dissection of the jaw region was poor, and it was released slightly forcefully. When the jaw region was observed, the electrodes were peeled off on both jaws. The device adhered to the tissue due to the accumulation of eschar tissue. The pieces did not fall in the patient's body. Photos were submitted showing the seal plate was partially separated from the jaw. The device was connected to the generator with software version 4.0. Replaced with another device, and it worked fine. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted significant jaw damage and the seal plates were partially detached. Functionally, the eschar build-up kept the seal plates stuck together. Due to the damage of the seal plates, the cutting blade did not advance when the trigger was pulled. The most likely root cause is eschar build-up keeping jaws stuck together, resulting in damage when opening the jaws. The weld integrity of the device was inspected and was found to be within specification. It was reported that the component was disengaged, there was a device cutting issue, the insulation was damaged and the jaws were difficult to open. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.